Manufacturer narrative:
This product 190-000 is similar to the product that is already approved in USA equivalent to 191-000. The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers : 1221359-2022-04325 through 1221359-2022-04327.

Event description:
The customer reported three (3) false positive results with the idnow covid-19 assay performed for three patients between (B)(6) 2022. This report addresses patient one (1) of three (3) and and is one (1) of three (3). The customer reported one false positive with the idnow covid-19 assay performed on a kit swab (throat and nasal sample) sample on (B)(6) 2022. Confirmation pcr testing was performed on an unknown date which generated a negative result ( platform and sample type unknown ) with a new sample at krone laboratory. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment, however they could not be admitted to the psychiatric ward on the particular days.